Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/04/2025, it was reported by a facility representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump had an issue when setting up the pump at 40 and then it ran constantly and then showed an error code. They switched to a different one to complete the case. No patient was affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Event description:
Additional information provided: this occurred on (B)(6) 2025, and the procedure name is unknown. There was no delay in the case, nor was additional anesthesia administered. The arthrex tubing used with the pump is unknown. The pump settings at the time of the event were "40." No clamp or pressure test was conducted beforehand. There was a beeped error message, but the display did not mention any alarm message. No photos were taken, and no sales rep was present.